Event description:
A malfunction code was reported, but no notable events occurred beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with this process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurred, and they acknowledged the instructions.